Event description:
It was reported that a cartridge alarm 06 occurred. The customer's blood glucose level ranged from 113-114 mg/dl. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Reportedly, the customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.